Manufacturer narrative:
Corrected data: upon further review it was determined that the device code of "lens damaged was incorrect". It was replaced with dc-difficult to use. Therefore, making reportability decision downgraded. This report is being submitted to correct initial report. Field below updated. Section h6: medical device problem code: 1487. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) is too stiff to implant. The plunger missed lens. No patient contact. The patient is fine post-op. The procedure was completed with the back-up iol. No other information is provided.

Manufacturer narrative:
Section a2, a3, a4, a5: not applicable as no patient contact. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.